Event description:
The surgeon reported explanting this device at implant due to "dacron from the sewing ring was torn at the level of the stent. Sewing ring detached. Dacron open making the stent visible" which he detected on echo.

Manufacturer narrative:
Evaluation summary: (B)(4) 2011- research and development competed the functional testing and concluded with the following: "this valve was explanted at implant due to a sort of paravalvular leak noted on echo. An independent echocardiography evaluation found. There is significant aortic regurgitation of paravalvular origin". Edwards standardized in vitro testing of the as-received valve showed an 8.7% total regurgitant fraction. This amount of regurgitation is appreciable and consistent with the independent echocardiography interpretation; although it is less than the 10% maximum allowed per iso5840:2005 for this valve size. Subsequent re-testing of the valve with the sewing ring sealed reduced the leakage by a factor of 4, demonstrating that the leakage was paravalvular in nature. The extent to which the two disruptions in the sewing ring cloth could have contributed to the regurgitation seen in vivo and in vitro is unknown. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. Disruptions in the sewing ring of the size and extent present on the as-received valve would not pass visual inspection at edwards. Method: x-ray.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: no patient identifier or information was provided. No operative report is indicated as available. However, the echo cd was provided to an independent consultant for interpretation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.